Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving ¿dilaudid and a numbing agent¿ via an implanted pump. The patient reported that for at least 4 months, when the pump was refilled, there was a lot left in the pump. Since mid-february she had been having symptoms like hurting a lot and she couldn't move her fingers or neck. She stated that when she laid down it got really bad. She was wondering if the symptoms could indicate that the pump was wearing out. She stated that she was scheduled for a pump replacement the first week of april due to normal battery depletion. She was also wondering if the catheter should be replaced.